Event description:
It was reported that during a change out procedure to an implantable cardioverter defibrillator (ICD) device, the field representative assumed that the device had an auto lead connect feature and the device was left in electrocautery mode when being handed off to the surgeon. Technical services discussed that feature is not in available in ICD devices. As a result this patient had a long period of asystole that "felt like 15 seconds." The procedure was completed successfully, where the patient was fine and suffered no adverse effects.